Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occured. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it passed. A pairing test was performed, and it passed. The log was downloaded, and it passed. Confirmation of the complaint was not confirmed via product. The probable cause could not be determined via product. No injury or medical intervention was reported.